Event description:
While preparing a single use hot pack for use on the patient, the nurse prepared the hot pack by squeezing the pack in the middle and kneading to activate the heat pack contents. The pack suddenly burst along the top seam and sprayed the hot solution onto the nurse's front scrub top near the shoulder and pocket area. The nurse had to lift the scrub away from her skin to avoid the heating solution. This was the second event that occurred with this lot of heat packs in the last week. All heat packs removed form service and sent to biomedical for evaluation and reporting. Biomedical noted that both reported hot packs failed at the upper heat seal which separated the front and back side of the pack causing the contents to burst from the pack.